Event description:
It was reported that pump experienced malfunction alarm with code 9, with no notable events occurring beforehand and unknown impact on customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with performing pump reset using provided instructions, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any malfunction code appeared again, which customer acknowledged and understood.